Event description:
It was reported that the 2600 system will not fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Software program file (floppy) and an sram. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.